Event description:
It was reported that awl for pfna ii was inserted and advanced at the greater trochanter of the patient and as the surgeon was about to remove the awl, the top handle of the awl was found to be detached. It was reported that the surgeon was not using any mallot in this case, only hand force. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. An additional evaluation states the t-handle bar was separated from the t-handle is badly bent and shows marks of misuse on the top of the t-bar but also on the shaft. These indications point to the fact that a hammer was used on the instrument to propel it forward. Since the event description stated that only hand force was used, we suppose that the instrument has been maltreated during a previous surgery. The microscopic view of the laser weld shows that the weld-connection between the parts met specification at the time of manufacturing. The breakage was due to mishandling and hence broke due to mechanical overloading. No product or material related condition was found.